Event description:
It was reported that there was loss of the vestibular bone table during implant placement. Implant was removed and procedure was not completed. Symptoms: edema, pain, inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510k: k011028, k013227.

Manufacturer narrative:
Loss of the vestibular bone table was reported during implant placement. Implant was removed and procedure was not completed. One tapered screw-vent implant, (tsvb16) was returned for investigation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing could not be performed due to that nature of the device and event. DHR review was completed for the subject lot number 1261181. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1261181 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿bone fracture¿. The customer did not submit images for the reported event. Instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants, ifu4869 rev 9 - 10/19. Information identified: contraindications, warnings, precautions and breakage. Per the applicable IFU, zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Based on the investigation and risk management file review, the most likely root cause determined from the investigation was placement of implant in a patient with patient factors incompatible with osseointegration of implant ¿ customer error (improper techniques used in poor bone quality). Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
Loss of the vestibular bone table during implant placement. Implant was removed and procedure was not completed. Symptoms: edema, pain, inflammation.